Event description:
The event involved an unspecified infusion pump. The customer stated that an infusion of cisplatin was programmed correctly into the infusion pump, but the drug infused twice as fast as it should have. The device was used on the patient before the problem was noticed during pre-hydration and infusion of chemo drug for approximately 1-1.5 hours. The chemo drug was on the secondary tubing set and went in quicker than it was programmed for. The reporter stated that the pump was reviewed by biomed and the programming was done correctly. The pump settings were set to infuse cisplatin mixed in 100 ml to infuse over 30 minutes. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Device is available for evaluation, however has not been received. Initial reporter phone: (B)(6). Concomitant product: primary tubing, infusion set 17in with check list # al2420-0007, lot # 01b01a1-04, alaris medical systems MFR. Secondary tubing, 40" (102 cm) appx 5.2 ml, admin set w/2 chemolock¿ w/red cap, 20 drop in-line drip chamber, bag hanger, list # cl3520, lot # unknown, ICU medical MFR. Chemolock port, list # cl2100, lot # unknown, ICU medical MFR. Cisplatin, unknown MFR.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional information in b5, d9, h3, h6, and h10.

Event description:
The customer provided additional information stating they only have alaris pumps.